Manufacturer narrative:
The analysis site per the service manual performed calibration and test and during testing the unit gave the error 1 code, confirming the customer complaint. The analysis site replaced the main pcb to correct the customer complaint. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection, the generator displayed error code 1. Another generator was used to complete the case. No patient consequences were reported.